Event description:
It was reported that pt experienced a reaction to a pump refill. Pump was implanted in pt's stomach and the alarm was not heard. The pump had 0.1 mm of morphine and the pt went for a refill. When the paper was taken off the stomach, pt broke out, got extremely red, had itching and a burning sensation throughout the body. Pt was sweating profusely and pacemaker went off due to pt's heart rate. Pt was given epinephrine, adavan and pepcid while at the hospital and then fell asleep within 2 minutes. Afterwards, pt urinated frequently, went into withdrawal, and couldn't eat or sleep. Pt said she felt very nervous. The drug, concentration and dosage were unk. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)